Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the keypad buttons were intermittently responsive. All of the keypad buttons were found to spring back and click back normally. There was evidence of contamination found under the key contacts.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad buttons are unresponsive, requiring multiple presses. The keypad is reportedly intact. The patient wears the pump on the outside of the clothing and does not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.